Event description:
It was reported to philips that the system propellor geometry movement was not available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned neurovascular treatment procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file and monitored the angulation degree. The system showed 123 degrees, which is out of specification. (Specification range: ¿175 to +120 degrees). The fse solved the issue by adjusting and calibrating the c-arm propeller potentiometer and position current. After these service actions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.